Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that the patient was implanted around (B)(6)/(B)(6) 2019, and in (B)(6) 2019, the patient started feeling intermittent pulses/bursts of light stimulation/vibration rising up that was felt for 3-5 seconds in one little area "down underneath there at the very bottom". This was occurring even when they had the stimulation all the way down to zero volts bit with the ins on. The patient had not felt this before, and an inquiry was made as to whether or not this was indicative of a device issue. The patient wanted their device checked and requested to meet with a manufacturer representative (rep). It was reviewed that the device would need to be checked in person. It was also suggested that the patient turn the ins completely off and then monitor the symptoms to determine if the issue goes away when it is off. It was confirmed that the patient would monitor their symptoms after turning the ins off and would follow up with a doctor if the issue doesn't resolve. No further complications were reported or anticipated.